Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2014 and straps were used to fixate mesh. The tip fell off into the patient after firing. The tip was found in the patient and there were no adverse patient consequences. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Upon visual inspection, cannula cap was not attached to the cannula tabs. Functional inspection was performed and the device worked as intended. As per device condition, it seems that instrument was working properly but suddenly the cannula cap fell off, therefore, cause is not determined on this evaluation.